Manufacturer narrative:
The stimloc was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that during a dbs implant procedure, while screwing in the base ring of the stimlock and while twisting the screw driver, the 6mm cranial screw broke in half. The implanter was unable to remove the tip of the screw and it was left implanted in the pt's skull. A replacement screw was used, and the implanter was able to secure the stimlock without further incident. There was no pt injury.